Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After transeptal puncture, the faradrive was placed into the left atrium along the wire, then the dilator was pulled and the farawave tip was inserted into the sheath. At that time, when they aspirate, blood was pulled, and air came out. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.